Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped onto tissue but the clip failed to completely close. After pulling hard to close the clip, the clip released from the catheter; however, the clip fell inside the patient in an open state. The clip was then retrieved with a biopsy forceps and the procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the sheath grip was detached from the over sheath. The clip assembly was returned inside the over sheath and the device was half-deployed. The yoke, which was still attached to the control wire, was then actuated and deployed. The clip prongs were locked into the capsule. A kink in the control wire was noted. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped onto tissue but the clip failed to completely close. After pulling hard to close the clip, the clip released from the catheter; however, the clip fell inside the patient in an open state. The clip was then retrieved with a biopsy forceps and the procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.